Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for performing a pump reset, after which the error did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, and they understood the instructions.